Event description:
It was reproted that during a laparoscopic cholecystectomy procedure, after firing, when the surgeon tried to remove the device, the interior portion of the jaws fell off into the patient. The surgeon could not find the jaws and they are still in the pt. Delayed surgery about one hour. X-rayed the pt and coulf not find the jaws. The case was completed by opening another device of the same product code.